Event description:
Customer reports the aviva test strip is missing the use by date. Batch record confirmed the actual use by date to be 2007. No adverse event reported. Requested return of suspect device and replacement was sent.